Manufacturer narrative:
The subject device has not been returned to omsc but was returned to an olympus work shop for evaluation. The evaluation confirmed the subject device passed air leakage test and there was no visible irregularity in the outside of the subject device. However, the evaluation confirmed a stain in the instrument channel. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument and the air/water channels of the subject device tested positive for pseudomonas aeruginosa. (<1cfu/20ml) during a surveillance culturing test at the facility. The culturing test reportedly indicated no microbial growth for the distal end of the subject device. It was reported that the user facility had reprocessed the subject device using a non-olympus cleaning brush (prince medical, f-60530) and automated endoscope reprocessor (bht e5 cms-dl). In addition, the user facility did not store the subject device in the cabinet vertically but stored the subject device in a box with rolled up condition. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial medical device report and provide additional information. There was no information on the type and number of microbes that was detected during the surveillance culturing test at the facility. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). After reprocessing by (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the air/water channels of the subject device tested positive for pseudomonas aeruginosa. (<1cfu/20ml) and the test result for the distal end indicated no microbial growth for the subject device. The test result cleared the (B)(4) guideline.